Event description:
It was reported pt experienced a shocking or jolting sensation. Event occurred following a position change. Pt's wife indicated when pt moved his head or neck he received a shocking sensation. Pt's status was unk. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).